Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013 due to a cholestatoma on the implant side. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.